Event description:
The spouse of the home pt (hp) reported the hp experienced abdominal pain at the beginning of fill 4 while using the homechoice cycler for apd therapy. The hp received 342mls of the programmed fill volume of 2000mls at the time the pain was reported. The hp was placed into manual drain and removed 468mls of fluid, after which they discontinued therapy for the night. The hp was new to apd therapy and had used the cycler for 3 nights when the pain occurred. The pain continued for the next 10 days during apd therapy, capd manual exchanges and even when no therapy was performed. Follow up with the hp's healthcare professional (hcp) revealed that the hp was experiencing difficulties filling and draining during both apd and capd therapy. The hcp temporarily reduced the hp's fill volume amount and has since increased it back to the original volume 2000mls. The hcp related that the hp had been using the homechoice cycler at full fill volume for the past week with no further pain and there was no resulting pt injury.